Event description:
A report was received that the pt's precision system was explanted due to infection. The infection was located at the lead site. The pt was experiencing discomfort at the lead site, and the sutures were visible through the midline incision wound, which was not healing. The physician chose to explant the entire system as a precaution. The pt was treated with oral and intravenous antibiotics, and is reportedly doing well.

Manufacturer narrative:
The explanted devices were not returned. A review of the mfg documentation of the explanted devices found that no anomalies or deviations potentially related to the event occurred during mfg. A review of the sterilization records of the explanted devices found them to be satisfactory. This is the final report.